Manufacturer narrative:
(B)(6). (B)(4). Neither the devices nor applicable imaging films were returned to manufacturer therefore cause of event is unknown. Multiple products were implanted including: unknown peek device and unknown screw.although it is unknown whether medtronic devices contributed to the reported event, we are filing this MDR for notification purposes only.

Event description:
It was reported that the patient underwent l4-l5 fusion with a peek device and screws in 2008. Post-op, in 2012, the patient was told that the screws were broken and that he had a failed fusion with stenosis. Allegedly, the patient's back resembled a jig-saw puzzle and the screws broke .